Event description:
Philips received a complaint on the sp02 8-pin d-sub-adapter cable 3m indicating that the device is no longer recognized by the monitor, the sp02 curve is gone and they are unable to monitor the patient. The device was in use on a patient at time of event, there was no adverse event reported.

Manufacturer narrative:
A philips remote service engineer (rse) spoke to the customer, who supplied audit logs and printouts, which revealed the gap in spo2 measurement from 7:22am to 7:34am. The audit log revealed a technical inop alarm was generated at 7:22am for 'spo2 no sensor' and the alarm was acknowledged at 7:30am. The inop alarm was triggered again at 7:31am after activating the spo2 measurement. At 7:34am, the problem with spo2 appears to have been resolved and the alarm ended. The spo2 cable was replaced to resolve the issue with no actual harm to the patient. Analysis was performed and investigation has been completed. The customer replaced the sensor cable to resolve the issue. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.